Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 69 mg/dl. The customer stated a bolus was delivered in middle of the night that she didn't program because she was sleeping. After the troubleshooting was done, customer pump is operating as designed. The customer is nervous to use the pump and wants it replace. The customer was advised that the device would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 69 mg/dl. The customer was treated with glucagon shot.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was monitored for 7 days no unexpected bolus delivery was noted; the down loaded history file shows that on (B)(6) 2015 at 03:46:42 a normal bolus of 17.50 units was programmed and delivered, the pump bolus history and daily totals matched the thds2 history report however, unable to verify if customer manually entered the bolus amount due to overwritten event history file. The insulin pump had cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.